Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "turn off" was reproduced when tested on battery mode. A review of the event history log revealed "improper shutdowns!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition a dried liquid substance on the back flex battery contact pin. The back flex requires cleaning to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off without user input. This occurred before use in the biomed service department. There was no patient involvement. No additional information is available.